Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced episodes of ventricular tachycardia. Echocardiogram was performed and found the impella cp to be too deep into the left ventricle. Multiple attempts were made to reposition the impella, but the pigtail became entangled in the papillary muscle. The physician decided to explant the impella cp due to repeated issues with positioning the impella cp.